Event description:
During a field service installation, it was reported that the tube clamp used with roller pump of a heart lung console was not working. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.